Manufacturer narrative:
No films or operative reports were received.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 1.5 cm in length and it had an angulation of 45 - 60 degrees. It was reported that when the bifurcated stent graft was deployed, it landed lower than intended and kept slipping down until it ended up in the aneurysm sac. The decision was made to cannulate the contralateral gate; however, this was unsuccessful. Additionally, the sheath which was mfg by another MFR malfunctioned during the procedure and it was bleeding. There was approx 800 cc of blood loss. The physician elected to not attempt using aortic cuffs and decided to perform open surgical repair. The device was discarded. No additional clinical sequelae were reported. The pt is fine and was sent home.